Event description:
Asr revision.asr resurfacing system - (right).reason(s) for revision: pain, component malignment, noise.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(6), 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint asr revision asr resurfacing system - (right) reason(s) for revision: pain, component malignment, noise. Update: products & further reasons for revision added, crawford update spreadsheet dated 28th oct 2011. Update jul 24, 2017: claim letter received. There is no new information added that changes the MDR decision. Added complainant information. This complaint was updated on: sep 14, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Claim letter received. There is no new information added that changes the MDR decision. Added complainant information. This complaint was updated on:2017.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint: asr revision, asr resurfacing system - (right), reason(s) for revision: pain, component malignment, noise. Update: products & further reasons for revision added, (B)(6) update spreadsheet dated 28th oct 2011. Update jul 24, 2017: claim letter received. There is no new information added that changes the MDR decision. Added complainant information. This complaint was updated on: sep 14, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.